Event description:
A revision surgery occurred. Approximately 6 weeks after the primary surgery on (B)(6) 2019, the elderly patient fell and dislocated anteriorly. During the revision, the surgeon explanted the 36/+9 humeral cup and replaced it with both a +9mm humeral spacer and another 36/+9 humeral cup.